Event description:
Procedure: lobectomy. According to the reporter: stapling was not completed, and leakage occurred. Additional manual suturing was performed. Surgery time was extended by more than 30 minutes. No pt info was available.